Manufacturer narrative:
Device evaluation update: additional investigation was performed on the device. It was further determined that the control unit was not functioning and was defective. It was determined that the motor and coupling head were defective. It was further determined that the device failed pretest for check power with test bench, minute 67.5 to 110 watt, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function and check the attachment coupling. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had no response and the housing was deformed with a crack line at the screw area. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/osc/on switch mode function and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.